Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen is unresponsive during patient set up, and not able to calibrate. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
The customer stated in a good faith effort (gfe) response on 04nov2022 that the touchscreen was replaced and resolution of the issue was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.